Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was turned off for an extended period of time and unexpectedly reset upon being turned back on. In addition, the pump date and time was noted to be inaccurate. The customer loaded a new cartridge onto the pump and resumed insulin delivery. There was no impact to customer's blood glucose level.